Manufacturer narrative:
(B)(4). A visual inspection test was performed on a picture provide by the customer showing a label of product code s-1100-08lf however the device involved on this customer complaint is not on the received picture. The customer complaint cannot be confirmed since a picture of the device involved on this customer complaint was not provide. The device history record of batch number 74f2001464 that belong to catalog number s-1100-08lf (pe sahara dry suct/dry seal lf 6/cs) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to our specifications. The customer complaint cannot be confirmed since a picture of the device involved on this customer complaint was not provided; to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
The event occurred tuesday evening (B)(6). There was no adverse event to the patient. There were 2 nurses troubleshooting the canister and found it to be leaking at the connection site between the blue and red port same as the others.